Manufacturer narrative:
The previous percutaneous lead repair was reported in MFR. Report # 2916596-2018-02070. Approximate age of device ¿ 6 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported there were multiple pump stoppages and low speed operations which dropped below the patient's low speed limit of 9800 rpm. The patient was in the emergency room with the pump off for over an hour. The issues only appeared to occur when the device was connected to battery power. On (B)(6) 2018, a percutaneous lead repair was performed approximately 2 inches from the driveline exit site and as a result, there was not enough room for a second external percutaneous lead repair. On (B)(6) 2018, it was reported the patient received a pump exchange to a heartmate 3 lvas. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the returned device. The pump was returned with the percutaneous lead cut approximately 4¿ from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the 4 pump end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of both the black and green wires less than 1¿ from the pump housing. Further examination of the lead revealed another breach in the green wire approximately 2.5¿ from the pump housing, at the terminus of the pump end bend relief. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the black and green wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii instructions for use contains a section which outlines indications of percutaneous lead damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.